Manufacturer narrative:
The handpiece was not returned to (B)(4) for evaluation. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Discoloration and hyper-pigmented skin are known complications associated with clear+brilliant treatment. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with clear+brilliant laser treatment. Following appropriate instructions for sun protection will lower the risk for pigmentation changes.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient underwent a laser treatment on the face and developed scabbing and hyper-pigmentation on the peri-oral area (chin, upper lip, and perio nasolabial folds) several days after treatment. The patient applied hydroquinone and vitamin c serum to the area. Five weeks after treatment, the hyper-pigmentation is still present, but is resolving. There was no report of system errors and nothing out of the ordinary was noticed during treatment.